Manufacturer narrative:
Neither the device or any imaging could be provided. The removal was not device related. No product problem was reported.

Event description:
It was reported that a secure-c device was removed due to an adjacent segment disease. The removal was not device related.